Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 715 mg/dl, the customer current blood glucose was 141 mg/dl. The customer was hospitalized on (B)(6) 2018 in the evening .the drive support cap appears normal. The customer was not wearing the insulin pump during the hospitalization less than 48 hours. The insulin pump will be returned for analysis.